Event description:
It was reported that an increase in thresholds were observed over the past 9 months. X-ray showed an insulation failure of the lead. As such, the lead was capped.

Manufacturer narrative:
Na